Event description:
It was reported that the patient experienced intense pain in the right lower extremity and was admitted to the hospital. Pain medication and steroids were provided while in hospital.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc231650e0. Model: sc-2316-50e. Serial: (B)(6). Batch:7287209. UDI: (B)(4).

Event description:
It was reported that the patient experienced intense pain in the right lower extremity and was admitted to the hospital. Pain medication and steroids were provided while in hospital. Additional information was received indicating that an MRI scan was ordered; however, the patient is uncertain about the results. The patient developed blood clots in the left leg, resulting in hospitalization, as a result eliquis was prescribed, and doppler imaging was scheduled, though the results are currently unavailable. According to the physicians assessment, the pain in the right calf was related to the procedure, while the blood clots were attributed to post-procedure inactivity. The trial leads were explanted and will not be returned for analysis. The patient is currently showing signs of improvement.

Manufacturer narrative:
Correction to the initial MDR in block h11. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc231650e0, model: sc-2316-50e, serial: (B)(6), batch:7287209, UDI: (B)(4).

Event description:
It was reported that the patient experienced intense pain in the right lower extremity and was admitted to the hospital. Pain medication and steroids were provided while in hospital. Additional information was received indicating that an MRI scan was ordered; however, the patient is uncertain about the results. The patient developed blood clots in the left leg, resulting in hospitalization, as a result eliquis was prescribed, and doppler imaging was scheduled, though the results are currently unavailable. According to the physician's assessment, the pain in the right calf was related to the procedure, while the blood clots were attributed to post-procedure inactivity. The trial leads were explanted and will not be returned for analysis. The patient is currently showing signs of improvement.

Manufacturer narrative:
Correction to the follow-up 1 MDR in block: h6. Correction to the initial MDR in block h11. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc231650e0, model: sc-2316-50e, serial: (B)(6), batch:7287209, UDI: (B)(4).